Event description:
Reporter alleges patient received implants on an unk date. Reporter also alleges patietn had removal on sept. 3, 1996 due to "mechanically defective" implants; however, no specifics were given. Ref. Medwatch #1009991.

Event description:
Reporter alleges patient received implatns on an unk date. Reporter also alleges patient had removal on sept. 3, 1996 due to "mechanically defective" implants; however, no specifics were given. Ref. Medwatch #1010991.